Event description:
The patient was revised to address loosening of the tibial tray.

Manufacturer narrative:
Examination of the submitted device confirmed evidence indicating device loosening in vivo. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not draw any conclusions about the device loosening; however, lack of evidence of adhered cement suggests poor fixation was a contributing factor. No evidence as fund indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.